Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a presence of emboli in a new territory following procedure. The patient was admitted to the hospital for an acute ischemic stroke with a pre-procedure nihss of 15 and a pre-procedural mtici score of 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a presence of emboli in a new territory following procedure. The patient was undergoing a balloon angioplasty procedure. There was no tandem occlusion. The patient was admitted to the hospital for an acute ischemic stroke with a pre-procedure nihss of 15 and a pre-procedural mtici score of 0. The mtici following the final pass with the initial neurothrombectomy was 0, with a post procedure score of 2b.